Event description:
Umbilical catheter leaking, upon removal, catheter noted to be defective. Infant had minimal blood & fluid loss. New catheter inserted. Defect was noted to be small hole when catheter removed but became larger, on inspection.